Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated customer complained that the pump occurred a critical pump error while pump was performing safety checks. Troubleshooting was performed and critical pump error pump error was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. The device will be returned for analysis.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. Pump fails sleep/active current test. Pump fails self test due to vibrate anomaly. Successfully downloaded history files and traces using thus and carelink. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, lcd connector/traces, force sensor, lithium battery, and harness assembly vibrator. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. The following alarm/alerts were noted on event date: pump error 4 on (B)(6) 2023 20:34:52.000 and pump error 53 on (B)(6) 2023 20:34:52.000. No power alarms/alerts noted in downloaded history on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Confirmed pump error 53 (filenumber = 2 linenumber = 0) due to moisture damage. Pump error 4 was a consequence of pump error 53. Force sensor zero offset within specification 22.7 mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, broken belt clip rails, cracked belt clip rails, pillowing keypad overlay, and corroded battery tube. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Pump error 53 confirmed due to moisture damage. Pump error 4 was a consequence of pump error 53. Vibrate anomaly confirmed due to moisture damage. Moisture damage confirmed on pcba 1, pcba 2, lcd connector/traces, force sensor, lithium battery, harness assembly vibrator, and battery tube. Active/sleep current anomaly confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.